Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the circumstances that led to the device being at end of service were unknown. The patient had tried multiple attempts to recharge and reboot the system and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated that has therapy never worked for him. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was an end of service (eos) message. The device was off/disabled and no longer providing therapy. It was reviewed that they wouldn¿t expect to see an eos screen until 9 years of battery life. The patient saw the eos screen for the first time on the day of the report. No further complications were reported.